Event description:
It was reported via repair work order that the brakes were not disengaging due to broken crank drive links. No patient injury was reported and no clinically relevant delay in treatment was reported.